Event description:
A distributor reported that a customer's pump battery was not charging. There was no information provided regarding the customer's blood glucose level, so there was no reported impact. The distributor is awaiting the return of the pump for inspection, but no further actions or outcomes have been documented at this time.